Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he took 5 units of insulin the other day and his blood glucose went up. Customer took more insulin and the pump shows that he has 10 units of active insulin and his blood glucose is 500 mg/dl. Customer's blood glucose was 490 mg/dl. Customer stated that he feels strange and he treated with the pump. Customer's current blood glucose is 406 mg/dl. Troubleshooting was performed and the insulin did exit the tubing. Customer's settings were found to be correct. Customer had a low reservoir alarm in the alarm history. Customer stated that he did not have a tubing clamp. Customer was advised that a tubing clamp would be sent and to call back to continue troubleshooting. Customer was advised to do a complete set change.